Event description:
Upon investigation, there was no problem found with the device.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number: (B)(4). Upon receipt of additional information, it was determined that the subject device did not cause or contribute to the reported event; the initial report was filed in error and should be voided.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the unit was skipping. Event occurred during surgery, there was no harm reported, a short delay to retrieve another dermatome. No adverse events were reported as a result of this malfunction.